Event description:
It was reported that the ilet displayed multiple insulin occlusion alerts. In response, the customer changed the cartridge and tubing, and then reverted to mdi. The customer's blood glucose was elevated to 500mg/dl. There were not any other adverse outcomes.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.